Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for less than an hour. The patient reports receiving a pod hazard alarm during operation. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient reports after treatment having nausea and vomiting. The patients reported blood glucose level while being discharged was 245 mg/dl. The patient reports they were at the hospital for less than a day. The patients pod will not he returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the download data from the returned device showed that an 0x22 alarm had been generated, indicating that the main was in critical alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x22 alarm could not be determined.